Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she experienced seeing multiple halos around lights at night and is unable to drive at night. She reported being able to read clearly and see perfectly during the daytime. She has followed up with her surgeon and the is recommending the lenses be explanted, but she is reluctant to do this. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The lens remains implanted. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).